Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple years from date manufacturer was made aware.

Event description:
It was reported that patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.